Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that there was a pump flow issue with the impella cp once it had been inserted. It was noted as the unload was not possible, flow 0. The decision was made to explant and use a new device. The patient survived.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: impella cp sn (B)(6) + purge cassette returned for investigation. Data review: data logs confirmed the failure mode & clinical narrative. Logs showed after pump started & run for 2 minutes, mc spiked followed low flow that triggered auto suction response & suction alarms. This event remained to the rest of the case. Product analysis: visual inspection found biomaterial inside the pump housing & wrapped around the impeller. No other issues were found on the rest of the pump. Low or blocked pump flow: the cause of the low or blocked pump flow was biomaterial ingestion. Device history lot: device lot #: 1912976. Device history batch: subcomponent lot#: n/a. Device history review: pump sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
D9 has been updated to reflect that the product was returned for investigation. H6 type of investigation, investigation findings, and investigation conclusions codes and h11 have been updated to reflect that the product was returned and the investigation is underway. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.